Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with inflammation, drainage, and infection, under entire patch area, which occurred 4 days after the sensor had been inserted in the arm. The reaction was treated with an unknown oral antibiotic. The patient was in good condition at the time of report. No additional event or patient information is available.